Event description:
It was reported that during a laparoscopic roux-en-y procedure, the surgeon was closing after the small bowel anastomosis and reviewing the proximal end of the staple line when they noticed there was a jagged edge and malformed staples. They used another like device and proceeded with the procedure. This occurred after the third firing with a white reload. The procedure is still in progress, it was delayed for fifteen minutes during the exchange of products.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Upon evaluation of the cartridge, it was noted to have the pan partially detached from the cartridge. This was found to be unrelated to the event. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Small bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Third. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.